Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material". The treating doctor shared that the potential root cause of this event could have been an allergic reaction. This event is being filed as an MDR as the patient used an epipen to alleviate the reported symptoms (indicative of a life-threatening reaction) and the invisalign system aligners were being used.

Event description:
The patient reported symptoms of anaphylaxis (throat closing). The patient required visiting a general doctor and required using an epipen to alleviate the reported symptoms. The patient discontinued the use of the aligners and is currently asymptomatic.